Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a texium connector during IV push of testosterone 150mg, 0.75ml. It was noted the texium had a crack along the seam of the luer portion. Although the patient did not receive the dose there was no report of patient or provider harm.

Manufacturer narrative:
Correction: d.1, d.2, d.4, g.5.